Event description:
Reportable based on device analysis completed on 20-dec-2022. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After inserting a 7f guide catheter, a 2.75x24mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient intact and the procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 24cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.